Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) stated that the hc displays se 2367 in dwell 3 of 5. The baxter technical service representative (tsr) had the home patient (hp) power cycle the hc to clear alarm. The hp stated that he would complete therapy using manuals. The tsr instructed hp to contact rn. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, by ending therapy and using manuals for the night. The hp stated that he had disconnected during dwell and turned the machine off to use the restroom. The hp returned hooked up and started therapy again. The cycler alarmed. Per hp, there were no loose connections or defects on the supplies. The hp stated that he discussed the alarm with his nurse. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was use error - patient disconnected from set. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.